Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 11th march 2010 and performed to specification up to the 22nd december 2013. The device failed a self-test due to a low battery on the 29th december 2013. An increase in voltage on the 3rd january 2014 may suggest a further pad-pak was installed, the device passed a self-test. Multiple manual power ups of 10 minutes duration were recorded in the device memory between the 20th-21st april 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.